Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: catalog number: 367324. Batch number: unknown. Bd received 1 sample and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed. The sample was subjected to a visual inspection under 10x magnification with no defects observed in regards to damaged components. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure of the product to contain blood. The following information was provided by the initial reporter. The customer stated: this is a report about blood leakage occurring with the use of wingset pbbcs. During blood collection, the hcp became unable to draw blood and then saw the blood leaking from (1) the root of the barrel and (2) the connection to the holder.